Event description:
The cardiologist attempted closure with a techstar xl 6f device. While manipulating the device to achieve access, the device broke and the needles were entrapped in the subcutaneous tissue. The cardiologist enlarged the dermatology and removed the needles through the skin. The device was extractred and the arteriotomy was closed with manual compression. The physician noted that the patient was a large man, but claims he did not use excessive pressure when inserting the device.